Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted during device interrogation. Corrective programming changes were performed on (B)(6) 2022. No patient consequences were reported.